Event description:
A scrub technician introduced a snare through a colonoscope. The snare would not open using normal pressure. The scrub technician pushed a little harder and the device broke near the handle. The broken device was withdrawn. All pieces were retrieved.another snare was obtained and the procedure was successfully completed. There was no patient adverse event.note: this is our second failure of a 20 mm rotatable snare - same item # and lot # - within the last 40 days. We have notified the manufacturer of the problem and that this is the second failure.